Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high pacing impedance and the sensing integrity counter (sic). Some non-sustained ventricular tachycardia (nsvt) events were also noted. The rv lead was programmed off and subsequently capped and replaced. No patient complications have been reported as a result of this event.